Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a cracked tube motor collar was confirmed during product evaluation by baxter service personnel. The root cause could not be identified. The pump head module was replaced to correct the reported condition. Additional information: a service history review revealed that this device has not been previously serviced for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version for this device is 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a cracked tube motor collar. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.